Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (audio bolus button tactile change/unresponsive) issue. It was reported that the audio bolus button was under-responsive after the pump was exposed to water. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-dec-2017 with the following findings: on investigation, the pump powered on with functioning audio tone and vibration features. The pump powered up with a hard call service user settings lost alarm. The pump¿s cover was removed and further moisture corrosion was found to the continuous glucose monitoring module, the watchdog circuit, eeprom circuit (electrically erasable programmable read-only memory) and to the keypad flex/connector. The audio bolus button cover was undamaged. The initial complaint of the alleged keypad button issue could not be adequately investigation due to pump failures.